Event description:
It has been reported to co that the aspiration catheter would not pass the through the stented area which made aspiration of particulate from the vessel not possible. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician then removed the stent delivery catheter and inserted the aspiration catheter into the patient. The physician advanced the aspiration catheter forward but was unable to pass the stented section of the vessel. The physician removed the aspiration catheter from the patient and did not attempt to insert another device. The physician did not aspirate the vessel. The patient is reported to be fine.